Manufacturer narrative:
The user replaced the breathing system to resolve the issue. No information available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure in the patient circuit during a case. There was no patient injury.